Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the hp initiated the initial drain cycle prior to connecting the transfer set to the pt line of the homechoice set. After receiving the alarm, the hp connected to the setup and attempted to clear the alarm. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per hp.